Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while performing sensing and threshold tests with the mobile programmer, the telemetry was repeatedly dropped as soon as the test delivered for one or two seconds. The tests were repeated but the issue could not be resolved and the tests were unable to be completed. The mobile programmer remains in use. No patient complications have been reported as a result of this event.